Manufacturer narrative:
Following the reported event, the customer reconnected the faulty blade to two (2) additional glidescope systems, but the problem continued, thereby confirming that the issue was isolated to the blade. The subject glidescope spectrum single-use lopro s3 laryngoscope was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device and was able to confirm the reported failure. When connecting the lopro s3 to verathon's test equipment, the disconnected error was verified by the tsr. The customer's lopro s3 failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the lopro s3 was sent to verathon's engineering department for further investigation. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient intubation, using a glidescope spectrum single-use lopro s3 laryngoscope, the display went blank and a message indicating that the camera was disconnected appeared. The procedure was completed using a different blade which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.